Manufacturer narrative:
Additional information was received that ventilation was still working and available. The issue occurred during pre-use check out. The initial report was not hazardous and was not a reportable malfunction. H3 other text : additional information was received that ventilation was still working and available. The issue occurred during pre-use check out. The initial report was not hazardous and was not a reportable malfunction.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. The breathing system was replaced to resolve the reported issue.

Event description:
The hospital reported a malfunction causing a loss of mechanical ventilation. There was no report of patient involvement.